Event description:
(B)(6). Date of event: (B)(6) 2012. According to the information received, a hospital reported a (B)(6) female with a colon perforation. Immediately after the irrigation procedure the end-user experienced lower abdominal pain. At the hospital the CT scan showed perforation at the recto-sigmoid transition retroperitoneal. The perforation was small enough that the hospital waited two days before performing an operation to create a temporary stoma.

Manufacturer narrative:
A medical review of this complaint was performed by colopast. According to the IFU (version 12) bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery. The user should contact doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, through clean-out of the bowels is recommended before starting up the irrigation procedure. In this case the (B)(6) female end-user has experienced perforation of the bowel wall at the recto-sigmoid transition retroperitoneal. There is no information about any weakness in the strength of the bowel wall at the site of the perforation e.g. Due to local disease. No further information is available.